Event description:
At end of afib ablation procedure, the sheaths are removed and manual pressure is applied until hemostasis is achieved. A 4 fr arterial sheath was removed with manual pressure applied until hemostasis was achieved via left groin. Then the 7 fr cordis introducer sheath that was in the femoral vein was manual removed with the hub and approximately 1 inch of the plastic sheath was retained. The plastic sheath is approximately 4 inches in length after. The doctor was notified and consulted a vascular surgeon. The surgeon surgically removed the remained of the plastic sheath that was visualized in the femoral vein after a 1 inch incision was made. The 7fr introducer sheath removed and the incision was sutured closed.